Event description:
It was reported that pump battery depleted too quickly despite normal use and fully charged battery. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use with active sensor session and usage patterns that could increase battery use, but battery drain was considered excessive for reported activities, and customer did not receive any low power or shutdown alarms and did not experience pump shutdown; technical support instructed customer to fully charge battery and planned to follow up, and no additional information was received regarding the outcome of the event.